Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-feb-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), manufacturer's representative (rep), and a patient who was receiving an unknown concentration of morphine at 13.5mg/day via an implantable infusion pump for spinal pain. It was reported that the patient had been having problems with the pump for about a year. The patient was having chills and withdrawal. The patient reported the withdrawal started on (B)(6) 2019. The patient went for a refill on (B)(6) 2019 and they pulled back 10ml. The patient reported that they had liquid around the pump that began in late 2018. The patient also had a refill where they expected 5ml and pulled back 15ml. The patient had complained of experiencing pain relief sometimes and then no relief other times. A catheter access and dye study was performed and they were able to aspirate but when the dye was injected they were having trouble seeing it at the tip of the catheter. It was determined that the catheter was kinked. The kinked catheter was the cause of the withdrawals. The issue was not resolved at the time of the report. Surgery was planned but had not been scheduled. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.